Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator reported that the recharger had a broken connector pin. No symptom was reported. Patient was transferred to repair service for a replacement device. The patient indication for use is spinal pain and peripheral neuropathy. Additional information received from a patient reported that their implantable neurostimulator (ins) battery had been depleted for 6-7 days and they weren't getting stimulation. The patient stated that they were in the hospital waiting for the replacement desktop charger to use with their recharger to be sent. The patient requested a manufacturer representative to come restart their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that she was having problems charging when it was first implanted in 2016. The implantable neurostimulator was overdischarged, and the manufacturer representative had to come and jumpstart the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the pain controlled by the patient's spinal cord stimulator is no longer be controlled. The cause of not being able to charge the ins has not been determined. The hcp has attempted to set up a meeting with the patient and manufacturing representative (rep), but it had to be rescheduled. The issue has not been resolved. No further information was reported.